Event description:
During troubleshooting for an unrelated alarm on the homechoice machine, it was reported that the home patient (hp) had restarted peritoneal dialysis therapy without replacing the disposable supplies. The hp then connected to the setup. The technical service representative assisted the hp in performing a manual drain and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who reused a set of supplies when initiating therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.